Event description:
The customer reported that they may have missed an spo2 alarm. There was no patient injury.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.